Event description:
Clearlink system - baxter: IV was not functioning properly. This rn (registered nurse) checked position of tubing and noted blood back up and fluid leaking out of lowest clave port.